Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said their ins has been getting painful, past irritating, and the pain is getting more and more frequent. Patient feels like their implant is getting hot when they charge their implant and they feel aching when not charging their implant. Patient said that they used to only feel the ache occasionally when they would wake up in the morning and if it got irritated they would take tylenol, but lately the pain isn't going away. This past weekend when the patient was charging their implant, the implant got extremely hot like their skin was being burnt and said they felt like they had to check the ins site for any burn marks (patient said no marks). Patient said they feel the burning sensation inside of their body, not on the outside where charging. When asked for event date, patient did not have specific date and said 'lately'. Patient also said for about the last 3 weeks, if they're around metal their ins is reacting to it, like it's being pulled on. Patient said even if they put a barrier (like a pillow) in between their implant and the metal, their ins will react to it. Patient said they've never felt the burning or pulling sensations before. Patient confirmed no recent procedures/emi. Patient services specialist reviewed that the patient could try to decrease their stimulation or turn their stimulation off to see if the pain goes away but ultimately redirected to hcp. Patient said they've tried decreasing stim/turning ins off and it hasn't helped the sensation. Patient mentioned that they have an appointment with their healthcare provider this month. Redirected to hcp to check internal components and circuitry.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.